Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. After checking under the microscope of the sample received, it is observed that there are no marks/signs of sutures on the support cardboard. Therefore, it was determined that there were no sutures inside the pack. Taking into account that no other customer complaints have been received of this code batch, it is determined that this is an isolated unit. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: credit this code/batch to the customer. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. New package was empty. No suture inside.